Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving prialt (10 mcg/ml at 1.5 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that about 6 months after implant the pump flipped. She stated that she had to have a revision and the issue was resolved.